Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages ((B)(4) and (B)(4)) related to the main blower and a mainboard error. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device displayed error messages (sf147 and sf218) related to the main blower and a mainboard error. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs and performance testing confirmed the reported system fault 147 and 218. The investigation determined that the root cause was damaged wires in the main blower cable assembly. Sf218 is considered a by-product of sf147. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).